Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pericardial effusion was observed and the patient was hospitalized. A pericardiocentesis was performed. The patient was in good condition post procedure.